Manufacturer narrative:
Product analysis: analysis was able to confirm the stylus calibration was disturbed. The identified issue was resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus calibration was disturbed. The programmer was returned for service. There was no patient involvement.